Manufacturer narrative:
Based on a follow-up communication received from the case owner via the physician, the 1 month follow-up CT showed no evidence of a type ia endoleak; the endoleak resolved on its own without re-intervention. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the presence of a type ia endoleak that could not be resolved following ballooning. As of the date of this report, the patient will continue to be monitored and there have been no additional patient sequelae reported.